Manufacturer narrative:
Territory 201 reports the black grip of the angle inserter is broken/cracked. Conclusion and justification status: the complaint states handle broke and the black grip cracked. The investigation confirmed that on one of the products the black plastic had broken and on the other the black plastic had cracked. In addition on one of the products the locking catch had broken. Previous investigations have found that design change was implemented for the handle ((B)(4)) to prevent the anti-rotation pin from loading the plastic handle to minimise further failures of the handle cracking. (B)(4) was created to investigate the use of radel in instruments and concluded that the data showed no systematic failures of extruded radel for use in instruments. Following the dra, a hhe was completed ((B)(4)) and concluded that the risk is medium and that no further action is necessary. Previously a corrective action was identified for the locking catch failure mode whereby a design change was implemented and routed on (B)(4) in 2007 in order to strengthen the locking catch. The design verification was completed and routed on (B)(4) and concluded that there are no outstanding actions identified. The complaint shall be closed with a justified conclusion, it will be entered into the complaint database and monitored through trend analysis.

Event description:
Handle broke and the black grip cracked.